Event description:
Customer reported the unit of measure setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mmol/ls. Readings with an 17 cal code were found in glucose log. No errors were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.